Manufacturer narrative:
UDI reference number: (B)(4). A device history record review was performed and did not reveal any issues that may have contributed to the complaint event. The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. An attempt to obtain additional patient information was made, however, the information was not made available. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors, (metabolic conditions) contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible that the factors mentioned above may have contributed to the valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately three years and eight months post implant of a 23mm sapien 3 valve via transfemoral approach in the aortic position, the patient presented with stenosis and a gradient of 52mmhg. A second valve was deployed via transfemoral access to treat the patient.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.